Event description:
This lead was implanted on (B)(6) 2004 and still remains implanted at this time. It was noted on (B)(6) 2016 that the lead exhibited noise and showed low amplitude, high frequency signals which are quite typical of diaphragmatic/abdominal myopotentials. On (B)(6) 2016, similar noise issue was exhibited by the lead. The physician was dr. (B)(6) at (B)(6) hospital in truro, united kingdom. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).